Event description:
It was reported that although the patient is receiving effective stimulation, the recharge burden has increased. Follow up indicated the ipg was removed and replaced.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.